Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 occurred on a homechoice device. This occurred during dwell five of six in peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The home patient was connected. The technical service representative assisted the home patient to disconnect aseptically and open the door to remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.